Event description:
A regulatory agency reported that a consumer experienced visual reduction, irritated eyes and sensitivity to light following use of this product. The event started gradually and worsened over a month's time. The consumer reported he switched from this solution to another and felt improvement and less discomfort. It was also reported that he was seen by his optician who found relatively strong staining and decreased vision.

Manufacturer narrative:
Evaluation summary: the complaint device was not rec'd for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).